Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked and the battery cap was unable to tighten properly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: there was a battery compartment crack from the battery compartment threads down to the case seal. The battery cap was unable to fully tighten due to the battery compartment crack. The yellow o-ring was visible and the cap continued to spin. Pump reboot events were observed on the date of the complaint. Unrelated to the battery compartment, the audio bolus button cover as damaged.